Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to high thresholds and noted small r-waves. During the reposition procedure, this lead was found to have kinks in the lead body and insulation abrasion. No additional adverse patient effects were reported.